Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during incoming testing, the device failed step 1025e, the low battery reset, f pre-h.w. Eoo-reverse. The step 1025 test was rerun 10 times each and all passed with no faults noticed. Analysis also noted that the upper and lower cases, the two side bail covers and the ring were broken, the battery contacts were compressed, one side bail and the ring were missing and the keyboard pad was contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.